Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the charged coupled device (ccd) unit was damaged during user handling. However, a definitive root cause could not be established. The event can be detected by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the device evaluation found that due to damage to the charged-coupled device unit, the specified resolving power was not obtained thus causing a black screen when angulating. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the evis lucera elite bronchovideoscope had a black screen when angulating. The issue was found during a diagnostic bronchial examination, the procedure was completed with the same device, and without delay. There were no reports of patient harm.